Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that, when the nurse was checking on the foley due to dwindling output, the catheter fell out. The nurse inspected it and found a hole on the inflation port of the foley catheter. Per additional information, the foley catheter had been inserted for approximately 4 hours when the hole was found, and the balloon was completely deflated.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿bardex® i.c.®anti-infective foleycatheter with bard®hydrogel and bacti-guard®* silver alloy coating infection control temperature-sensing 400-series foley catheter caution: this product contains natural rubber latex which may cause allergic reactions warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Valve type: use luer slip tip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection.¿ at the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability +0.2oc at 37oc. As with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter. This will cause repositioning of the probe. Do not use stylet. This will cause stretching of the catheter. Recommended inflation capacities 5cc balloon: use 10cc sterile water do not exceed recommended capacities."

Event description:
It was reported that, when the nurse was checking on the foley due to dwindling output, the catheter fell out. The nurse inspected it and found a hole on the inflation port of the foley catheter. Per additional information, the foley catheter had been inserted for approximately 4 hours when the hole was found, and the balloon was completely deflated.